Manufacturer narrative:
H3: product analysis found that reported fault confirmed. Unit shutdown during bootup. Power switch found to be faulty and microphone's wire have broken off at the solder end. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); h3: product analysis found no fault with the device. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis found no fault with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, nim vital showing difficulties with booting sequence and also keeps resetting in middle of cases if able to load and run the program after boot up. There was no patient impact.